Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: preliminary investigation (pi-12-0019-dl) was concluded by the dun laoghaire site on january 23, 2013. The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Also, within pi-12-0019-dl, a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. Therefore, concluding this issue may be user related as the pen needled is not being properly installed per IFU. No DHR was completed as there was not a catalog or lot # returned.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with npe needle broke. There was no report of injury or medical intervention.